Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent a revision procedure wherein the ipg was replaced and the leads were also replaced due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: exact date unknown, event occurred a few years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 280749/280742. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: a50668/a50062.